Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1 pump was monitored and functioned properly. The insulin pump was received with cracked retainer, minor scratched display window, damage keypad overlay texture and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.